Event description:
This pi is for 3rd revision due to infection where all products were removed. Patient left a voicemail reporting having a stryker right recalled hip. Patient noted a poly swap in 2008 due to pain. Patient had revision in 2012 due to pain. Patient noted all parts were replaced other then the stem. Patient had a revision in 2016 due to infection where all product was removed. New stryker product implanted in 2017 and patient had a cyst and an I&d in 2018 then a revision in 2019 due to infection. Patient noted she has chromes disease.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.